Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported that he has had three hypoglycemic reactions in the last few weeks. He stated that the insulin pump or sensor failed to alert him. Customer stated that he would pass out due to his insulin pump not properly alerting him. The customer's blood glucose was 94 mg/dl. He stated that he did not treat for his blood glucose. Troubleshooting found the drive support cap appeared to be normal on the customer's insulin pump. It was also found that the customer's priming technique was good. Customer also performed a displacement test and the insulin pump passed the test. No additional information provided.